Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter did not work during surgery. Exchanged the system to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a vitrectomy valve cable. However, how or when the component became nonconforming cannot be determined conclusively. An internal investigation was opened to address the issue. (B)(4).